Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, multiple episodes of noise were noted on the sensing pace right ventricular channel. On (B)(6) 2016, the left ventricular lead was connected to the pace-sense port of the right ventricle. The lead exhibited noise and variable sensing. The noise could be reproduced in clinic. The lead was reprogrammed. The patient's condition was stable.